Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. Three devices were received in used condition without the original packaging. Two of part number 60pfss45 and one of part number 67p040. During visual inspection tears were detected in both devices for part number 60pfss45 confirming the customer complaint. For part number 67p040, no analysis was performed as the returned device was not manufactured at the received investigation site. Since the product was found damaged during or after use on the patient the root cause could be due to improper use of the product by the customer. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions have been taken at this time., corrected data: h6. Health effects - clinical signs and symptoms or conditions.

Event description:
It was reported that post procedure a tear in the body of the tracheostomy tube was found. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient as a result of the product malfunction. No patient injury reported.

Manufacturer narrative:
Number, UDI section, expiration date. Device manufacture date are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.